Manufacturer narrative:
The device, used in treatment were not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms that without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the risk management file and instructions for use document for this failure mode was conducted. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, include but not limited to abnormal motion over time, bone degeneration fit/sizing, lack of ingrowth and traumatic injury. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the patient underwent revision surgery to explant a patella due to loosening. Insert was also explanted.